Event description:
Right central venous line inserted 9/30/94 for tpn administration. Respiratory distress began on 10/2/94. Diagnosis of right hydrothorax made. Right chest tube inserted with drainage of tpn solution noted. Appears that catheter/tpn combination resulted in erosion through vein and subsequent hydrothorax.